Event description:
It was reported that a linx implanter at the hospital. She implanted a linx device in 1st half of 2025. She said the patient presented with dysphagia and discomfort that required a scan which occurred the week of (B)(6) 2025. Upon reviewing the scan, she noted what may be a disruption in the linx device, however, it is small and not conclusive at this most recent diagnostic. Patient was currently being followed to decide future course of action.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 d6a: exact date is unk. Assumed first day of the month and first month of the year. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com please confirm the product code. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 9/2/2025. Additional information: I had a conversation with dr. Regarding the dilation procedure she performed in this instance. She confirmed through the dilation process: dilated slowly for 5 minutes, ensuring maximum safe movement was achieved. Visualized 8 individual segments of linx device moving on scan. There was no disruption of the linx device visualized in the dilation scan. Patients reflux was well controlled to dr. Clinical expectation of efficacy. Dr. Does not think the device is defective or needs to be explanted at this time. I do not have a picture of the dilation, that may be had to supply due to uw¿s interpretation of hippa disclosure. I can connect someone from our clinical team with her directly, keeping me out of the disclosure chain.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2025. Additional information received: dr. Is going to dilate this linx implant on (B)(6) 2025. Consulting with her today, she indicated the secondary x-ray she took indicated the linx is in-tact. Will continue to update this pi as more information is available.